Manufacturer narrative:
Report source: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the peritoneal dialysis (pd) solution bag and an unspecified line of two (2) homechoice cassettes. This occurred during setup for peritoneal dialysis therapy. The connection issue was further described as the unspecified solution line of the cassette not tightly connecting to pd solution bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : two (2) samples were received and evaluated. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.